Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported the patient was switched to a backup driver with no reported adverse patient impact.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The root cause of the customer-reported system malfunction alarm was a malfunction of the manual pressure regulator. Testing confirmed that the manual pressure regulator was unable to maintain the required pressure set point value. As a result, the pressure in the main tank increased and caused the system malfunction alarm to trigger due to main tank overpressure. This testing confirmed the customer-reported experience. Syncardia has an open corrective and preventive action (CAPA) to address this issue. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported the patient was switched to a backup driver with no reported adverse patient impact.